Manufacturer narrative:
Two device were returned, decontaminated and visually investigated. Upon visual inspection this complaint has been confirmed. The returned tips were returned with a split heat shrink. Microline inc., has noticed an increase of reported devices with this similar failure. A corrective action plan has been issued in efforts to address the increase of these failures. Ref: (B)(4).

Event description:
During a laparoscopic cholecystectomy procedure, the heat shrink form the renew endocut scissors tip broke. The procedure and anesthesia time was extended by 5 min. There was no harm to the patient.